Manufacturer narrative:
The device has been returned and evaluated by product analysis on 06/01/2016 with the following findings: the battery compartment was found to be cracked. Additionally, the display was blank at power up with audible and vibration. The display screen was also found to be cracked. A test display was used and worked appropriately. (B)(6),

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack and a damaged display screen. This report is made based on results of investigation completed on (B)(6) 2016.